Manufacturer narrative:
Date of initial report: november 21, 2007. To date, the incident sample has not been returned for eval. If the sample is returned or if info pertinent to the incident is obtained a supplemental report will be filed. See attached memorandum for additional information. See scanned pages.

Event description:
The report stated that during a surgery, the ligasure handpiece was used to seal a vessel. The seal did not hold and this caused a loss of blood and conversion to laparotomy. The surgical time was extended by one hour. No blood transfusion was necessary.